Manufacturer narrative:
Concomitant medical products- model: 694758, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse phoned in and reported that while they were traveling in portugal the patients implantable cardioverter defibrillator (ICD) began toning. The patient went to a clinic there and they stated there was "low impedance." The caller stated the alert is continuing and was inquiring about how to stop the alert tone. The caller was advised to contact a physician and was referred to the traveling site for a list of locations/physicians. Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient has been seen recently by one of the electrophysiology nurse practitioners at the clinic. No reports of impedance issues were noted in the patient's file and no reprogramming was completed. The leads remain in use. No patient complications have been reported as a result of this event.